Event description:
It was reported that prior to the start of a da vinci-assisted low anterior resection (lar) surgical procedure, a non-recoverable 32056 fault occurred during system setup. There was no patient involvement. The caller performed several power cycles, but the issue persisted. The technical support engineer (tse) reviewed the system logs and found several errors against universal surgical manipulator (usm) 2. The tse asked the caller if they were able to perform the procedure using 3 usms and the caller stated they were not. There were no physical damage to the arm and surgery outcome was not decided. The tse informed the caller that a field service engineer (fse) would be needed to resolve the error. The procedure was aborted prior to patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 2. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have error 32056 in the system logs, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a test system, where error 32056 was triggered indicating a fault on the yaw axis. The unit was then installed on a patient side cart fixture test platform (pftp) where the current test was found to fail on the yaw axis. The yaw flat flex cable was tested and verified to be the source of the fault. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.